Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. Upon review, the pacemaker exhibited backup vvi operation. Several unsuccessful device download attempts were noted. The device was successfully restored using a different download method.